Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. The technician assembled the device onto the scope and ensured that the steps were completed accordingly. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, the first band was successfully deployed; however, the remaining bands would no longer deploy after that. It was reported that there was no damage to the device or to the scope noticed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.